Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the binaxnow covid ID performed. Confirmation testing with pcr generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 152003 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 152003 and test base part number 195-430wl / lot 147873. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 152003 showed that the complaint rate is (B)(4). In abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is possibly related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.